Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate wall adapter. Customer¿s blood glucose value was approximately 200 mg/dl.

Manufacturer narrative:
Device not returned.